Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Labs taken on (B)(6) 2012 indicate elevated cobalt (2.5 ng/ml) and chromium (0.4 ng/ml) ion levels; MRI normal with trace effusion. The patient was recommended to return in 1-3 months for further monitoring.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding excessive metal ions involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported excessive metal ions is considered to be under the scope of this recall.

Event description:
Labs taken on (B)(6) 2012 indicate elevated cobalt (2.5 ng/ml) and chromium (0.4 ng/ml) ion levels; MRI normal with trace effusion. The patient was recommended to return in 1-3 months for further monitoring.